Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the customer's products are working as intended - unable to establish contact with customer at this time. No product notification letter sent to customer to contact customer care due to no address on file

Event description:
Consumer reported complaint for low blood glucose test results (customer had called previously with complaint of dead meter, reference case number (B)(4)). The customer is concerned with test results obtained of 51 mg/dl. The customer¿s expected fasting blood glucose test result range is 140-250 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the bedroom. Customer had initially stated that the meter serial number and test strips lot number were the same as reported on prior case, but when troubleshooting, customer stated that she had purchased a new lot number of test strips. Customer was not with products at time of call and was not able to provide the new test strip lot number. Customer stated she would call back with the testing supplies on hand to continue troubleshooting.

Manufacturer narrative:
Sections with additional information as of 30-oct-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.